Event description:
The haptic tore once the lens was implanted. The incision was enlarged to remove and replace the lens. The patient is fine.

Manufacturer narrative:
See MDR 1920664-2009-00352 for the intraocular lens used with this delivery device.